Manufacturer narrative:
Part name reported as: impactor f/pfna blade. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product investigation summary: the investigation of the returned impactor has shown that the tip is indeed broken off. The visual inspection has shown additional wear marks from strong hammer blows. All in all, the article is in very poor condition. Due to the broken tip, and the damages present on the whole instrument, it is likely that several mechanical overload situations led to the breakage over time. It is not possible to replace or fix the broken part. The review of the device history record showed that there was no issue during the manufacture of the product that would contribute to the complained condition. The root cause of the device failure is related to device wear through normal use and servicing. No product fault could be detected. The awareness date was reported as (B)(6) 2016 in error on the initial medwatch. The correct date of awareness for the reported issue was (B)(6) 2016. ¿user facility¿ was selected in error on the initial medwatch. The applicable report sources for this event are the health profession and the company representative. Device is not distributed in the united states, but is similar to a device marketed in the us. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is not distributed in the united states, but is similar to device marketed in the USA. This report is for unknown impactor f/pfna blade. Device is an instrument and is not implanted/explanted. (B)(4). Device history records was conducted. The report indicates that the manufacturing location: (B)(4), manufacturing date: 22.aug.2005, ncr 35273 was generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes on an event in (B)(6) as follows: it was reported that during surgery the tip is broken off. No delay to surgery time. No patient harm. Nothing was left in patient. This complaint involves one dimpactor f/pfna blade. This report is 1 of 1 for com-(B)(4).

Manufacturer narrative:
Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.